Event description:
It was reported that during initial training the ilet user interface became unresponsive on the ¿do you see drops?¿ screen after selecting ¿yes,¿ preventing further progression, which is consistent with a device software freeze involving the user interface. Customer care provided support that included technical troubleshooting, including walking the user through the mobile app and performing a force restart. Investigation of this case revealed that a force restart restored normal function, consistent with a transient software or user interface lockup with no additional device component issues identified. Symptoms included no clinical effects. Outcomes included no impact to health, as the user and care team were able to proceed after guidance. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly resolved by restart.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.